Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019. The customer¿s blood glucose level was 600 mg/dl at the time of incident and the current blood glucose level was 190 mg/dl. The customer experienced symptoms such as body ache. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. The insulin pump and reservoir will not be returned for analysis.